Event description:
During insertion of a presep catheter, the guidewire included in the kit "broke". The wire was retrieved and no patient injury occurred. As reported, the physician was replacing a standard cvc with a presep for scvo2 monitoring "and when he was removing the guide wire he met some resistance and when he continued to pull the catheter went limp. The catheter stayed in one piece and he was able to remove the entire catheter." The insertion site was the left internal jugular vein. It appears that the catheter was able to be used, although some difficulties in signal quality were reported.

Manufacturer narrative:
The catheter is expected to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
The returned 0.032" guidewire was received kinked in 2 areas and was also found to have a weld break on the straight tip end and the outer coils have been stretched 4 cm. The kinks are located 18 cm proximal of the "j" tip end and also at the 40 cm markers. A lab sample 0.032" guidewire was passed tip to hub and hub to tip and the wire passed freely the entire length of the catheter in both directions. The optic system was also examined and passed invitro calibration, transmission and x-talk testing. All through lumens were patent and did not leak. The catheter body was returned undamaged. A review of the manufacturing records indicated that the product met specifications upon release. Although the complaint was confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. Review of the available information suggests that device handling may have contributed to the difficulty reported; however, as an improvement, edwards is currently in the process of implementing a nitinol guidewire in this product family to facilitate easier placement.